Event description:
Tech reported a system 1000 hemodialysis device gave a conductivity alarm during the device set up phase before a pt was on the device. It was then determined the device experienced a spontaneous dialysate proportioning ratio change. There was no pt injury or medical intervention associated with this incident.